Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? -no, the jaws would never open. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? -no, they did not try any troubleshooting steps. When asked why and was told they did not because it was not stuck on tissue, the jaws were stuck. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a bowel resection procedure that the jaws locked up and would not open or un-articulate. Unknown if the device was locked on tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.